Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange and breach in hygiene with the pd catheter (not a fresenius product), as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the reporting nurse stated the patient was experiencing symptoms of abdominal pain and was hospitalized on (B)(6) 2022. While hospitalized, the patient has a pd culture obtained (on (b)(6( 2022) which grew gram positive rods (bacteria not specified) consistent with peritonitis. The nurse indicated the patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime. Additionally, the patient underwent removal the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Subsequently, on an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange and breach in hygiene with the pd catheter.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the reporting nurse stated the patient was experiencing symptoms of abdominal pain and was hospitalized on (B)(6) 2022. While hospitalized, the patient has a pd culture obtained (on (B)(6) 2022) which grew gram positive rods (bacteria not specified) consistent with peritonitis. The nurse indicated the patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime. Additionally, the patient underwent removal the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Subsequently, on an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange and breach in hygiene with the pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.